Event description:
It was reported that balloon rupture occurred. The 15mm x 2.00mm nc quantum apex¿ balloon catheter was advanced for dilatation, however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen and balloon. The balloon, balloon bonds and markerbands were microscopically examined and there were no damage or irregularities noted. As the device was pressurized with an inflation device filled with water, the water leaked out of the guidewire exit notch and the distal tip. Microscopic inspection of the shaft revealed that the inner shaft was kinked near the proximal markerband and the inner shaft contained a pinhole at one of the kinks. Microscopic examination of the balloon presented no irregularities in the shaft material that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 15mm x 2.00mm nc quantum apex balloon catheter was advanced for dilatation, however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.